Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿patient on patient-controlled epidural analgesia (pcea). Rn heard pcea infusing but had not witnessed the patient push the button to deliver the med. Rn asked pt if she had pushed the button and she denied it. Rn inspected the button and it appeared to be m a constant-down pushing state; stuck m that position and was administering the bolus dose. Patient was comfortable at that time. Order: early morning in fall 2021 fentanyl 2mcg/ml - bupivacaine 0.1% epiduralsyringe infusion, basal rate: 10 ml/hour demand dose: 8 ml, lockout interval: 20 minutes, max dose m 1 hour: 26 ml (2 demand doses/hr + basal rate) epidural start/end times - early morning - late morning (approximately 6 hours), baby delivered late morning".

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿patient on patient-controlled epidural analgesia (pcea). Rn heard pcea infusing but had not witnessed the patient push the button to deliver the med. Rn asked pt if she had pushed the button and she denied it. Rn inspected the button and it appeared to be m a constant-down pushing state; stuck m that position and was administering the bolus dose. Patient was comfortable at that time. Order: early morning in fall 2021 fentanyl 2mcg/ml - bupivacaine 0.1% epiduralsyringe infusion, basal rate: 10 ml/hour demand dose: 8 ml, lockout interval: 20 minutes, max dose m 1 hour: 26 ml (2 demand doses/hr + basal rate) epidural start/end times - early morning - late morning (approximately 6 hours), baby delivered late morning".